Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 386 mg/dl. The customer was spoke to his health care provider about his no deliveries. The customer was unable to troubleshoot at time of call because he is at work and can't full troubleshoot because he does not have another infusion set. The customer would like to return the set and reservoir for analysis. The customer has tried testing the reservoir, priming and checking for drops, changing sets just to get another no delivery. The customer stated that he don't trust the insulin pump. The customer was advised that we will replaced the insulin pump.